Event description:
Healthcare professional reported left side "suspected prosthetic rupture and capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b3, b6, d1, d2, d4, d6a, g4, h4, h6

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on august 26, 2025, with lot number 1171917. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "suspected prosthetic rupture and capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side "suspected prosthetic rupture and capsular contracture baker grade IV". The device has been explanted.